Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed, as surgical impact opening (shell thickness within specification). Pain-breast: unable to observe, since it is not related to the device. Additional observations: stress marks are observed. Assessed, as non-penetrating nick. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right side rupture and discomfort. Device has been explanted and replaced.

Event description:
Healthcare professional reported rupture and discomfort on the right side diagnosed and confirmed via MRI and ultrasound. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 2/21/2024.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported right side rupture and discomfort. Device has been explanted and replaced.